Event description:
Alaris pump module intravenous tubing/smartsite infusion set spontaneously disconnects from luer lock sites. Today when turning surgical pt from prone to supine position at the conclusion of surgery, IV tubing fell apart. An extension line between stopcock and 1st port fell on floor leaving IV fluid running on floor and tubing open at pt's side with blood backing up into line and draining on floor. Unable to use contaminated extension line and new tubing placed.